Manufacturer narrative:
(B)(4). Conclusions: the observed injury on the arm is consistent with heating incidents caused by a lack of distance and padding between the cable and patient's skin (the instructions for use clearly indicate a minimum distance of 2 cm). The patient was sedated, which could explain the seriousness of the observed injuries as this influences the heat capacity of the skin.

Event description:
The customer reported that a patient was examined feet first for an examination of the pelvis using the sense body coil. Two hours after the examination a blister was reported by the referring hospital. The patient was an outpatient for our customer and the exact size of the blister was not provided.